Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient reported skin discoloration from the device. The patient was recommended to use lotion and clean the area with alcohol by a physician. Medical outcome of the irritation is unknown.